Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared under 510k number k101086.

Event description:
Patient was revised 5 days post-implantation due to mobilization of the femoral stem. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised one year post-implantation due to mobilization of the femoral stem. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR )was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.